Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-04010. It was reported the patient's scs leads had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which, the model 3186 scs lead was explanted/replaced and the model 3286 scs lead was repositioned. Effective stimulation was restored following the surgical intervention.